Event description:
A malfunction alarm was reported on the pump, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting the pump, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues arise.